Event description:
It was reported that prior to the attempted implant of a transcatheter valve in a previously implanted non-medtronic homograft valve, the patient had a pre-existing mean gradient of 34 millimeters of mercury (mm hg) and aortic regurgitation. During valve loading check, no misload was identified. Upon the first deployment attempt, the valve dislodged ventricular and was subsequently recaptured above the annulus. Upon the second deployment attempt, an infold was observed on fluoroscopy. It was noted that the target implant depth when the infold occurred was 3 millimeters (mm). Subsequently, the valve was recaptured and withdrawn from the patient. A new valve was loaded into a new delivery catheter system (dcs), and was successfully implanted after one recapture. Per the physician, the patient's calcified anatomy and homograft contributed to the event. It was noted that a 5 minute procedural delay occurred. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (0012468075); product type: 0195-heart valves; implant date; n/a; explant date; n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the deployment starting point for the first valve was in the middle of the pigtail catheter. Prior to valve dislodgement, the implant depth of 3 mm was approached from above the non-coronary cusp (ncc) during deployment to 80%. After dislodgement, the valve dislodged ventricular to an approximate implant depth of 5 mm. A non-medtronic guidewire was used during the procedure. It was further reported that the second valve was recaptured due to an approximate implant depth of 5 mm.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.